Manufacturer narrative:
Updated field: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings,component code, investigation conclusions), h11 corrected field: e1(event site telephone) the getinge field service technician (fst) was dispatched to resolve the issue. Fst confirmed the fault: the device was operating on mains power when switched on without the possibility of recharging the batteries and was not in use. Fst replaced the power management board and performed safety tests. The device passed all safety tests and is ready to use.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: e4.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cardiosave intra-aortic balloon pump (iabp) does not charge. There was no patient involvement.